Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. It was reported by the pt that she has been having extreme pain in the right groin area, and unspecified abdomen pain. She reported that, shortly after implant of the bard composix kugel mesh, she developed abdominal pain, and the pain runs down her legs, however, the exact source of her pain has not yet been determined. Pt also has a herniated disc. Pt did not report any specific pain mgmt intervention at this time and is presently under the care of a surgeon for the simon nitinol filter and the abdominal mesh. The plan at this time is for diagnostic testing (cat scan) to try to find the source of her pain. The pt reported she may be having pain due to the simon nitinol filter she has in her right groin. She also reported she recently had a squamous cell growth removed from her face and has had problem with infection in the past. The pt declined to forward additional info to davol (B)(4) for investigation, therefore, we consider this report complete to the best of our current knowledge.

Event description:
In 2002: pt had a simon nitinol filter placed. On (B)(6) 2004: bard composix kugel mesh implanted in abdomen from below xiphoid to pubic area. On (B)(6) 2007: several hernias repaired w/approx 2-4 pieces of proceed mesh implanted in unspecified areas in her mid-lower, and/or left lower abdomen. Pt reported she was informed that, during this surgery, an area of the bard composix kugel mesh had curled up, surgeon uncurled the area and reinforced it with one of the 2-4 pieces of proceed mesh. On (B)(6) 2007: cholecystectomy and xiphoidectomy.